Manufacturer narrative:
E.1.initial reporter facility name:(B)(6). A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the wi-fi was not connected on the station due to a problem with the device migration. The technical support specialist logged into the station and corrected the communication issue by following the knowledge article medstation es incorrect sync server marked as core server. The customer mentioned that some patient profiles were not downloaded. The tss ran the servertxkeysv2sql script and confirmed that the server had all of the transactions for the device. The tss performed a full synchronization. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wi-fi was not connected, and the device had rebooted but produced no result. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.